Event description:
It was reported that the customer had a reservoir leak on the insulin pump. The customer's blood glucose level was 153 mg/dl. The troubleshooting was performed. The customer state the leak is past 2nd o ring. The customer was advised to return the reservoir for analysis. The customer was advised that the reservoir will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.